Event description:
It was reported that the catheter shaft broke. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified cephalic vein. A 6.00mmx2.00cmx90cm peripheral cutting balloon was selected for use. During the procedure, this device was tried to be inserted into the non-boston scientific 6f sheath; however, only the tip could enter, and the balloon part could not pass. When the sheath was replaced with a non-boston scientific 7f sheath, this device passed without any problems and was able to be used. The device was completely removed from the patient's body and the procedure was completed using this device. After the case, the staff verified why this device could not enter, and there were signs that the shaft of the product broke or the balloon was expanded. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. The recommended sheath size as per pcb2cm specification ps3010 for this device is a minimum 6fr. The customers 6fr introducer sheath was returned together with the device. For investigation purposes the investigator applied a vacuum using a 20ml syringe as per IFU pcb 2cm and successfully advanced the device through the customers 6fr sheath and successfully withdrew it with no resistance experienced. No issues were noted that could potentially have contributed to the complaint incident. A visual examination of the returned device confirmed that the balloon had been inflated. It is not known when positive pressure was applied to the device. No issues or damage was noted with the balloon material, balloon profile or blades. All blades were present and fully bonded to the balloon material. No issues were noted with the tip of the device. A visual and tactile examination found the shaft of the device to be kinked at more than one location. This type of damage is consistent with excessive force being applied to the device. No other issues were identified during the product analysis.

Event description:
It was reported that the catheter shaft broke. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified cephalic vein. A 6.00mmx2.00cmx90cm peripheral cutting balloon was selected for use. During the procedure, this device was tried to be inserted into the non-boston scientific 6f sheath; however, only the tip could enter, and the balloon part could not pass. When the sheath was replaced with a non-boston scientific 7f sheath, this device passed without any problems and was able to be used. The device was completely removed from the patient's body and the procedure was completed using this device. After the case, the staff verified why this device could not enter, and there were signs that the shaft of the product broke or the balloon was expanded. No patient complications were reported.